Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter homecare nurse from (B)(6) of recurrent peritonitis in a patient coincident with physioneal viaflex therapy. On (B)(6) 2010, the patient began physioneal viaflex 1.36% and 2.27% (lot number not reported) 6l daily intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient developed a recurrent peritonitis. On (B)(6) 2011, the patient began treatment with cefazoline 1gm daily ip and ceftazidime 1gm daily ip. The dose for physioneal viaflex had not changed. Per the source document, the reporting nurse "was not able to establish causality." On (B)(6) 2011, the peritoneal effluent was clear and the patient recovered from the recurrent peritonitis. Cefazoline and ceftazidime remained ongoing (until (B)(6) 2011). Per the reporter, due to the recurrent peritonitis with negative peritoneal effluent culture results, the patient's catheter will be replaced by a new one.